Event description:
A customer observed a two repeatable false negative ahbc results on two different pt samples. The results were not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event. Note: three MDR 3500a forms are being submitted as three devices were involved in the event.

Manufacturer narrative:
Investigation into this event found the negative vitros ahbc results was inconsistent with other hepatitis marker testing. The negative results obtained on the eci were repeatable, however upon dilution, the results for both samples were reactive. No issue with instrument performance is suspected. No further pt testing is possible. It is likely that the event was caused by an unk sample interferent however this could not be confirmed. The root cause of the event is unk.